Manufacturer narrative:
According to further information and investigation it could be clarified that the legal manufacturer is ondal. Also, it could be determined that no holder was broken. The cover of the spring arms has formed a gap. The cover is fixed and cannot fall. The unintentional opening of the valia spring arm side covers is probably due to collisions between the spring arm or the light cardanic system and the spring arm cover. Ondal was informed about the complaint. Further investigations will be carried out by the legal manufacturer.

Event description:
It was reported that monitor holders have been broken in a hospital. No injury of a patient or user reported. However, in case of recurrence it cannot be excluded that a sudden drop of device or parts of the device cause a risk of injury for the patient or user.

Event description:
It was reported that monitor holders have been broken in a hospital. No injury of a patient or user reported. However, in case of recurrence it cannot be excluded that a sudden drop of device or parts of the device cause a risk of injury for the patient or user.

Manufacturer narrative:
It was reported that monitorholders have been broken in a hospital. No injury of a patient or user reported. However, in case of recurrence it cannot be excluded that a sudden drop of device or parts of the device cause a risk of injury for the patient or user.